Event description:
Plaintiff alleges suffering from the adverse effects of latex allergy from the exposure to latex gloves. As a direct and proximate cause of the allergy, plaintiff has suffered pain, suffering and permanent disability and has incurred medical, hosp, pharmaceutical and incidental expenses and will continue to incur related expenses in the future.